Event description:
It was reported to philips that the system did not start up at 00:00. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was completed after multiple restarts. The philips field service engineer (fse) inspected the system on site and confirmed that system was unable to start up. Upon troubleshooting the fse restarted the system multiple times but still the issue persisted and found battery voltage was low. To resolve the issue, fse replaced bios battery, reloaded the ippc operating system and app and reinserted all the memory modules and recreated the database. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.